Event description:
It was reported, that this implantable cardioverter defibrillator (ICD) exhibited noise. And oversensing on the right ventricular channel. No changes have been performed, since the signal fall into blanking. This device remains in service. No further adverse patient effects were reported.